Event description:
During a thrombectomy procedure a retriever was used in the occluded m1 segment of the left middle cerebral artery (l-mca). It was reported that the patient had severe narrowing of the mca and clot retrieval was difficult. Therefore, the physician administered 24000 u of urokinase (UK) resulting in partial recanalization of the occluded region. It was reported that approximately 24 hours post procedure, a delayed subarachnoid hemorrhage was observed. The physician discontinued the heparin preventing hemorrhage enlargement; however, it was reported that disturbance in consciousness appeared gradually. Acute hydrocephalus was confirmed by MRI and ventricular drainage was required. The patient¿s family did not consent to additional treatment and therapy was discontinued. The patient died three days post procedure. The relationship between the device used and the patient's outcome is unknown.

Manufacturer narrative:
Subject device is not available.

Event description:
During a thrombectomy procedure a retriever was used in the occluded m1 segment of the left middle cerebral artery (l-mca). It was reported that the patient had severe narrowing of the mca and clot retrieval was difficult. Therefore, the physician administered 24000 u of urokinase (UK) resulting in partial recanalization of the occluded region. It was reported that approximately 24 hours post procedure, a delayed subarachnoid hemorrhage was observed. The physician discontinued the heparin preventing hemorrhage enlargement; however, it was reported that disturbance in consciousness appeared gradually. Acute hydrocephalus was confirmed by MRI and ventricular drainage was required. The patient¿s family did not consent to additional treatment and therapy was discontinued. The patient died three days post procedure. The relationship between the device used and the patient's outcome is unknown.

Manufacturer narrative:
The subject device is not available for analysis; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage, patient complications and patient outcome of death are known risks associated with endovascular procedures and are noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.